Manufacturer narrative:
Pending evaluation. Concomitant medical products: cn: 142-36-00, sn (B)(4) - cocr femoral head 36mm, +0 offset 12/14. Cn: 120-65-25, sn (B)(4) - bone screw, 6.5mmx25mm. Cn: 132-36-29, sn (B)(4) - acumatch gxl 15 degree liner, 36mm, size j.

Event description:
Revision due to the patient had severe bone loss behind the acetabular shell. The surgeon opened the joint in standard fashion. The surgeon dislocated the hip. The surgeon then took a bone tamp and knocked off the implanted femoral head. The surgeon then took out the liner and cup. There was one screw that the surgeon removed as well. The surgeon then replaced the explanted cup with a stryker tritanium cup and liner. The surgeon then implanted our 36 mm head. The surgeon likes the +3.5 head. The surgeon then reduced the hip. The surgeon then closed the joint in standard fashion. The patient left the operating room in stable condition. Original surgery was done on (B)(6) 2009.

Manufacturer narrative:
Section h10: (h1): the revision reported in the experience was likely the result of osteolysis or patient conditions, which led to "severe bone loss behind the acetabular shell". The following sections have additional info: b4, g4, g7, and h1. No information provided in the following section(s): a2, a3, a4, b6, and b7. (D11) concomitant devices: 1. Cn: 142-36-00, sn (B)(6) - cocr femoral head 36mm, +0 offset 12/14. 2. Cn: 120-65-25, sn (B)(6) - bone screw, 6.5mmx25mm . 3. Cn: 132-36-29, sn (B)(6) - acumatch gxl 15 degree liner, 36mm, size j.